Manufacturer narrative:
This report is for an unk - screws: cortex/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a fracture fixation for a shaft fracture utilizing va-lcp anterior plate. Pain management 2/2 surgery was observed post-operatively and union was achieved after 12 weeks. Concomitant devices reported: unk - screws: (part# unknown; lot# unknown; quantity: 10). This report is for 1 unk - screws: cortex. This is report 4 of 11 for complaint (B)(4).